Event description:
It was reported that a metal part was discovered during the implantation of the preloaded intraocular lens (iol). The material found was removed. No injury was reported. The iol remains implanted. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.